Manufacturer narrative:
Bayer r & I service replaced the pcb main board at the site and confirmed system functionality. On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
A bayer r & I rep reported the following: the monitor would intermittently turn off after a few minutes. There was no injury or adverse event reported.